Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d4 primary UDI number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as the cp access site was closed by a manta device that failed and allowed for the patient to develop a hematoma at the access.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 69 year old male patient admitted in with known coronary artery disease and a plan for protected percutaneous coronary intervention (pci). The patient was supported by an intra-aortic balloon pump prior to the cp pump and was known to be in scai stage c shock. The other underlying medical history was not shared. The cp allowed for the pci and was then explanted as hemodynamic support no longer necessary. The cp access site was closed by a manta device that failed and allowed for the patient to develop a hematoma at the access. Manual pressure was applied and the patient survived the injury. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.